Event description:
A patient who was double skin tested with no response, developed erythema just hours after the first treatment in the nasolabial folds with 2.0cc of zyplast. There has been no reaction at the test sites. The physician diagnosed erythema reaction to zyplast and prescribed oral benadryl.